Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Six-patient alerts for out of tolerance subthreshold lead impedance between (B)(4)-2009 and (B)(4)-2011. Weekly pace impedance trend data shows abrupt spike increases for max rv pace=592 to 2672 ohms max between (B)(4)-2010 and (B)(4)-2011. Two - ventricular nst (non-sustained tachycardia) <=170 ms average v-cycle between (B)(4)-2011 22:11:38 and (B)(4)-2011 07:44:46.

Event description:
It was reported that the right ventricular defibrillation lead impedances were spiking. The lead remains in use. It was later reported there were patient alerts for the lead having elevated and unstable impedances. There were also episodes of non-sustained ventricular tachycardia which appeared to be secondary to noise. An x-ray showed the lead pin was not fully inserted into the device. Follow up determined that no intervention has been done yet, but that the lead will be evaluated at an upcoming routine device change out. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular defibrillation lead impedances were spiking. The lead remains in use. No patient complications have been reported as a result of this event.